Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:319.004, synthes lot number: ft00324, supplier lot number: n/a, release to warehouse date: 17feb2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: depth gauge for 1.3mm and 1.5mm screws (p/n: 319.004, lot #: ft00324) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component of the device was slightly bent. Also, the handle piece of the device was fractured at the front as well at the back section. Device failure/defect identified? Yes. Dimensional inspection: drawing: needle (1.3/1.5) feature: needle diameter measured dimension: conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for 1.3/1.5mm screws needle (1.3/1.5) . Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the needle component is bent and didn¿t slide smoothly inside the body component of the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the bent needle could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, patient underwent an unknown surgical procedure for unknown reason. When using a depth gauge, the surgeon complained that it did not slide and was rough. It appeared to be bent. There were no fragments are generated. The procedure was completed successfully without surgical delay. There was no patient consequence. This complaint involves one (1) device. This report is for (1) depth gauge for 1.3mm and 1.5mm screws. This report is 1 of 1 (B)(4).